Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is per the caller report of "middle of may". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the adc device. Due to this, the low glucose alarm could not trigger, and the customer experienced dizziness, tremors, and a loss of consciousness. The customer was treated with juice by family, and an ambulance was called. The customer received additional glucose via IV by paramedics. There was no report of death or permanent injury associated with this event.